Event description:
Per info provided to co by physician's office, device was removed due to a "malfunction." As reported to co, entire device was removed and replaced and same model device, produced by same MFR. 10/14//1997 - in operative report surgeon/physician stated that pt "was examined in office and it appeared as if prosthesis had sprung a leak." During surgery surgeon/physician obseved that "it appears as if there was a crack in tubing at junction with cylinder on left side."

Manufacturer narrative:
Resipump, two cylinders and two rear tip extenders were returned for eval. Tubing between pump and both cylinders were returned separated near strain relief/tubing junction. Testing of pump and cylinders revealed opportunity for leakage from tubing exiting cylinder #2. Also, strain releifs were curved sharply away from each other and tubing exiting cylinder #2 was curved in superior direction, which indicates they were all in these positions for extended period of time. No additional functional abnormalities or leakge sites were observed. Microscopic examination of distal tubing ends of all components had markings indicating contact with sharp instrument which most likely occurred during or subsequent to explant. Separations of tubing to extend observed would result in spontaneous fluid loss. Separation in tubing exiting nonserialized outlet, however, had markings characteristic of stress(s) induced rending. This site was in inferior position of tubing, opposite of direction in which tubing was curved. Based on qa's examination, it is concluded that while in-vivo tubing exiting nonserialized outlet was over-extended at noted site for extended period of time. Qa further concludes that this positioning, in combination with device usage over time, contributed to sufficient stress (s) to rend tubing at this site. This rent would have allowed loss of fluid and render device inoperable. Thus, qa accepts physician/pt report of "crack in tubing" as cause for surgical intervention.